Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage from the tubing. The following information was provided by the initial reporter: during using the indwelling needle to conduct infusion for the patient, it was found that the indwelling vein indwelling needle connected with the liquid and the liquid spilled from the extension tube during the process of use. Remove the indwelling needle urgently and replace it with a new indwelling needle.

Manufacturer narrative:
Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 1020852. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review. Investigation conclusion: the complaint gauge is 24g, assembly at auto line (B)(4) in feb. 2021, packaging at (B)(4) packing machine in feb. 2021, lot quantity is (B)(4). Reviewed the in process test and outgoing test report for this lot product, and all test results met the product specifications with no abnormality found. Reviewed the production records and machine troubleshooting records for this lot product and no abnormality, deviation or rework activities found. The extension tubing lot number for this product is lot#1016721. Reviewed the incoming inspection result, no abnormality found. No actual sample and picture returned, the specific location and state of leakage from extension tubing could not be determined. Leakage test performed on the 2 retained samples, all passed. Also checked the extension tube of the sample and no abnormality found. No abnormality found on process, as no defective sample returned, further analysis could not be done, the root cause of leakage from the indwelling needle extension tubing could not be determined. The plant will keep monitor this sort of defect.